Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 473 mg/dl. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. Customer stated that insulin pump had no delivery alarm and insulin was exited. The customer also stated that the insulin pump had motor error alarm. Displacement test passed. The insulin pump will not be returned for analysis.